Manufacturer narrative:
No patient injury was reported. The tear in the sample appeared to have been caused by excessive pressure in the bolus. The material had stretch, ballooned, and tore. However, the bolus is closed and the source of excess pressure is unknown. An exact root cause could not be determined.

Event description:
On the date of the event the patient was having increased abdominal pain. A kub was done showing tungsten beads. When the tube was removed, it was without difficulty. The tube was intact except "ruptured" near the bolus tip on the side.